Manufacturer narrative:
Returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. The hypotube was fractured 72.5cm from hub, the fracture ends were ovaled indicating that the hypotube was kinked prior to fracturing.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm maverick balloon catheter was selected for use. However, during preparation, the balloon shaft broke. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm maverick balloon catheter was selected for use. However, during preparation, the balloon shaft broke. No patient complications were reported.